Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012, to report that upon removal of sensor on (B)(6) 2012 due to sensor failure, a portion of the wire remained in patient's arm. At the time of her call to technical support, patient's mother reports patient is in fine condition with no discomfort or medical intervention necessary.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.